Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided h6: additional h6- patient code: 1994: pain.

Event description:
It was reported that implant was removed due to sinus perforation and infection. Patient came in for post op numbing issues. Pano x-ray showed implant with encode was in patient's sinus. Doctor surgically removed implant/encode from sinus. Symptoms as a result of the event: pain.